Event description:
It was reported that during testing by the manufacturer service technician, the device was overheating. As the event occurred during testing, there was no patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing by the manufacturer service technician, the device was overheating. As the event occurred during testing, there was no patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported related to this event.